Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 9 and fault ID 0x20f1. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, which resolved the issue as the malfunction code did not recur. The customer acknowledged the guidance and was advised to contact support again if the issue reappeared.